Event description:
It was reported that the ventilator turbine did not spin with no audible alarm while connected to the pt. The pt was removed from the ventilator and bagged. No reported harm to the pt.